Manufacturer narrative:
As of today, the device has not been received for analysis, and it was therefore not possible to examine it. The information you provided was recorded as a complaint by our quality management and serves to evaluate and, if necessary, improve the safety and reliability of our medical products. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In the monitoring period between 24-oct-2019 and 10-feb-2020, the right ventricular (rv) pacing threshold was measured at 0.5 v; in december 2019, recording failed for about 20 days, after which the threshold value constantly varied with interrupting measurements between 0.4 v and 1.4 v. The rv sensing amplitude fluctuated between 18.5 mv and 20 mv. The rv pacing impedance first showed a steady value of about 600 ohm and a recording failure of about 20 days in december 2019, then the impedance fluctuated between 700 ohm and 800 ohm. The available iegm episodes show interference signals and oversensing in the rv and far-field channels. The data provided to us contained no analyzable information ad could therefore not be used to determine the cause of the clinical complaint. An analysis of the lead itself would be required to determine the cause of the complaint. If additional relevant information or the device itself should become available, please send this also to us. The incident will then be updated accordingly.

Event description:
It was reported that approx. 103 months after implantation, during ICD replacement, slight damage of the lead insulation was noted. The measurement values were in range at that time. 3 months later, this lead was capped and left in situ. A new lead was implanted.